Event description:
An impaction drill handpiece allegedly overheated during the dental procedure. It was reported that the patient sustained a burn to the lip resulting in treatment of prescribed ointment.